Event description:
(B)(4). During the c-section I had to deliver my son in 2010, I was told the surgeon was applying clips. At 2 am when you're giving birth is not the time to tell a patient about a change in procedure. I was given written education on tubal ligation which included tying and burning the tubes. There was no mention of clips. I breastfed for the first year and therefore did not have a menstrual cycle. At the return on my cycle and every month since, it has been very heavy, excruciatingly painful, with severe mood swings. I did not have any of these symptoms prior to clip placement. I now have a diagnosis of pmdd and possible endometriosis, as well as adenomyosis. I have severe abdominal pain all the time and can feel where the clips are located at all times. I have consulted with a surgeon to have them removed.